Event description:
It was reported that the customer was hospitalized due to hyperglycemia, nausea, and dehydration. The customer's blood glucose reading was 268 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. The customer sometimes wears the infusion sets for longer than the recommended three days. The customer uses quick-sets. The customer's doctor mentioned that she may need to try a different infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.